Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (won't power on) was confirmed. Upon investigation the monitor was intermittently powering on and powering down. The cause for the failure was isolated to an intermittent j1 battery connector. There was a foreign material contaminating the connector. The root cause for the foreign contamination could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was not powering on properly.